Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) experienced an unexplained rise in thresholds and rise in impedance one day after implant. The implanting physician reviewed a chest x-ray taken and did not believe the device had moved at all. Threshold and impedance measurements remained consistent while the patient laid in various positions. The implantable pulse generator (ipg) remains implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.